Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 42 mg/dl. Customer was treated with carbohydrates. Customer declined troubleshooting for high blood glucose level. It was unknown that customer was using auto mode or not. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.